Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy when the stent was attempted to be deployed transgastric to the stomach. Imdrf impact code f2301 captures the reportable event of another stent was used to address the puncture site after failed deployment.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a pseudocyst during a stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent distal flange did not deploy, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: according to the complainant, the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a pseudocyst during a stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent distal flange did not deploy, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: according to the complainant, the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. Additional information received on january 9, 2025 and january 16, 2025: it was reported that the stent was placed transgastric to drain a cyst.

Manufacturer narrative:
Block b5 was updated based on the additional information received on january 9, 2025 and january 16, 2025. Block d6a (implant date) was corrected and removed following a review that the stent was not implanted in the patient. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy when the stent was attempted to be deployed transgastric to the stomach. Imdrf impact code f2301 captures the reportable event of another stent was used to address the puncture site after failed deployment.

Manufacturer narrative:
Blocks b5 and h6 (device code) were updated based on the additional information received on february 27, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy when the stent was attempted to be deployed transgastric to the stomach. Imdrf impact code f2301 captures the reportable event of another stent was used to address the puncture site after failed deployment. Imdrf device code a0401 captures the reportable event of handle break when the stent was attempted to be deployed transgastric to the stomach.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the stomach to treat a pseudocyst during a stent placement procedure performed on (B)(6) 2024. During the procedure, the axios stent distal flange did not deploy, and the procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: according to the complainant, the axios stent was attempted to be implanted transgastric to the stomach. However, per the axios stent and electrocautery-enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. ***additional information received on january 9, 2025, and january 16, 2025*** it was reported that the stent was placed transgastric to drain a cyst. ***additional information received on february 27, 2025*** it was reported that during the procedure, the grey handle broke, making it impossible to release the axios stent first flange.